Manufacturer narrative:
The investigation for the reported death has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of death could not be determined as the device was not returned nor sufficient clinical details. The instructions for use referenced in the initial report is for the impella cp with smart assist system in section: potential adverse events (united states).

Event description:
Adverse event report, protect IV study. After hospital discharge: patient found dead in his bed. Impella explant date (B)(6) 2024, date of death (B)(6) 2024; pi relatedness assessment impella procedure / death: possible; abiomed safety relatedness assessment: remote (unlikely).

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿